Manufacturer narrative:
On (B)(6) 2020, during refurbishment, the autopulse platform (sn (B)(4) ) failed the load cell characterization test, both load cell modules were over reporting. The root cause of the defective load cells and cracked front and bottom enclosure, top cover and torn load plate cover were likely attributed to mishandling such as a drop. Upon visual inspection, observed cracked front and bottom enclosure, top cover and torn load plate cover were likely due to user mishandling. The initial functional testing of the autopulse platform passed without any fault or error. After replacing the bottom and front enclosure, top cover, load plate cover, and load cells; the autopulse platform passed the load cell characterization test and the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4) .

Event description:
On (B)(6) 2020, during refurbishment, the autopulse platform (sn (B)(4) ) failed the load cell characterization test. No patient involvement.